Manufacturer narrative:
(B)(4). The reported condition of a "power issue, where a blown fuse was replaced with backup fuse about a week ago" was confirmed. The customer removed the fuse from a swapped device and shipped the swapped device back to baxter. The customer has retained their original device, as they did not want to swap it, only wanted a spare fuse. Therefore, the reported condition was corrected by the customer after receiving the swapped device and replacing the fuse.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. The customer was unwilling to return the original device involved with this incident. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter received a complaint from a facility involving the automix 3+3/as compounder. According to the facility, the device had an unknown "power issue" upon power up. Reportedly blown fuses were replaced by the customer with backup fuses about a week ago. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available at this time.